Event description:
It was reported that after initial surgery, the patient presented with raised cobalt level in their blood. The patient is now being monitored.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, h2, h3, h6, h10. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 2 years has found no similar complaints reported with these items. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in the (B)(6). Concomitant medical products: m2a 1 pc shell 38mmx52mm, catalog #: 15-105052, lot #: 607040; m2a 38mm mod hd std nk, catalog #: 11-173662, lot #: 069820. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that after initial surgery, the patient presented with raised cobalt level in their blood. The patient is now being monitored.